Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that the customer was at the emergency room on (B)(6) 2012 due to diabetes ketoacidosis and high blood glucose over 600mg/dl. It was stated that the customer was dehydrated and nauseous the first time, and he was unresponsive the second time. Troubleshooting was performed. The time, date, settings, bolus, and basal rates were correct. Assisted the caller to run a fixed prime and the insulin did exit. The tubing clamp was not available to perform the high pressure test at time of call. Advised the mother to remove the cannula, and it was bent and occluded. Instructed the caller to change the infusion set and reservoir. The mother does not feel comfortable and requested a replacement of the insulin pump. No further information was provided.